Event description:
It was reported that the rubicon was being removed from the body. When the proximal 60cm of the rubicon was out of the body, the glidewire was pulled out. At this time, the guidewire sleeve was stripped off and left on the inside of the rubicon. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).